Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, there were streaks, white marks, and additive mobile inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-jul-2025. Investigation summary bd received 15 samples and 2 photos for investigation. After review, the two photos show multiple tubes with additive streaks inside. The 15 customer samples were subjected to a visual inspection and the indicated failure mode for additive abnormality was observed. Additionally, 30 retain samples were subjected to a visual inspection for additive abnormality and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo and sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® serum blood collection tubes, there were streaks, white marks, and additive mobile inside of one tube. No adverse impact was reported regarding the patient or user.